Event description:
The initial reporter received questionable glucose hk gen.3 and other assay results from patient samples tested on the cobas 8000 c702 module. One example of discrepant results was provided: on (B)(6) 2025, the initial result was 37 mg/dl, accompanied by a data flag in the laboratory information system (lis). On (B)(6) 2025, the repeat result was 305 mg/dl. The reporter reviewed previous qc and patient results on (B)(6) 2025, prompting the patient samples to be rerun. The repeat result was deemed correct. The doctor also asked the patient to test using a home monitoring kit; the result matched the patient's history.

Manufacturer narrative:
The cobas 8000 c702 module serial number is (B)(6). The field service engineer (fse) inspected the module and determined that a compromised vacuum tubing attached to the rinse nozzle had caused the event. He replaced the tubing and other parts, adjusted the sample probes, reagent probes, detergent, and cell blank levels. He verified the module's performance with successful mechanism and precision checks. The investigation is ongoing.

Manufacturer narrative:
Medwatch fields d. Device identification, g1 contact office - manufacturing site and g4 PMA / 510k (premarket numbers) were updated. The calibration results were within the specified ranges. The qc results were within the specified ranges; there was no indication of a performance issue with the reagent. The alarm trace did not indicate any issues. The customer did not report any other issues after the service. The investigation determined that the service actions resolved the issue.